Event description:
A customer reported that a system message code was received during surgery that could not be cleared. The system was exchanged and the procedure was completed. There was no pt harm.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when add'l reportable info becomes available. (B)(4).